Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for hypoglycemia and an infection. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.